Event description:
Resident was found by cna and lpn at 1:15 am hanging upside down between bedrails and mattress/bed with head near the floor, lower body still on the bed. Vest restraint in place on body and tied on both sides of bed. Body difficult to remove from rails as wedged into small space. Bed in low position. No vital signs. CPR not attempted per resident's advance directives. Death certificate listed cause of death as asphyxia due to pressure on chest.